Manufacturer narrative:
(B)(4).

Event description:
Per the patient's audiologist, the patient underwent revision surgery to remove the internal magnet due to the patient developing soft tissue pressure damage at the implant site. The implanted vixture remains insitu.